Event description:
It was reported this balloon was successfully used to predilate the lesion prior to renal artery stent placement in a malignant hypertension patient. During deployment of another manufacturer's stent, the balloon ruptured. Following balloon rupture, the artery appeared occluded and extravasation into the kidney was noted. Embolization of the renal artery was successfully performed. The patient's condition is good and has since been discharged. The patient will be monitored on an out-patient basis. The user facility will not release this device for evaluation. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilatation of a stent may result in contact with a surface that could damage the balloon material. It was indicated ths 5 millimeter balloon was being used in a 4 millimeter vessel and was used to expand another manufacturer's stent in the vasculature which is not an indicated use of this device. Follow-up indicated the pt already had a stent placed in another part of the renal artery and post-stenotic dilatation may have weakened the vessel wall and contributed to this event. The user facility also indicated this pt was a possible future nephrectomy pt. Follow-up also revealed a pressure gauge was not used to determine adequate dilating force within the balloon. Therefore the co believe the above factors may have contributed to this event. However, the co cannot determine the exact cause for this event. Directions for use state: "ultra-thin diamond balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriorvenous dialysis fistulae... Certain sizes of the ultra-thin diamond balloon dilatation catheter are also indicated for deployment of the palmaz and the palmaz-schatz baloon-expandable stents for the biliary system... Any use for procedures other that those indicated in these instructions is not recommended ...it is essential that an inflation device with a pressure gauge be used to monitor pressure within the balloon to determine that adequate dilating force is applied while not exceeding the maximum limits of the product...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.